Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The compressor was repaired and the unit was returned to service. No report of patient involvement. (B)(4).

Event description:
The hospital reported a leak greater than 4.5 lpm resulting in the loss of all ventilation modes. There was no report of patient involvement.